Manufacturer narrative:
The device history record and manufactured date have been provided on may 3, 2019. Therefore, field manufactured date has been populated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve. While advancing the medtronic brl 1.02mm needle through the preface® guiding sheath with multipurpose curve, a 2 inch plastic shaving appeared. The preface® guiding sheath with multipurpose curve was replaced and the issue resolved. The same needle was used on the second sheath and it worked without issue. There was no patient consequence reported. Additional information was provided on april 4, 2019. The hemostatic valve/brim cap did not fail or break. A non-sterile unit of product ¿pref guiding sheath: multi-shrt¿ was received for analysis inside of a clear plastic bag. Part returned was only the vessel dilator. The mentioned needle on the complaint was not received. Product was unpacked to be evaluated. No damages or anomalies were noticed on the returned part. Functional analysis was performed to determine if any compatibility issue is found. One lab sample of the guide wire was used to carry out the test. The vessel dilator was flushed with water prior to the evaluation. A syringe was attached (filled with water) to the hub of both parts to be flushed. The water did not flow through the part during the flushing procedure. One lab sample wire guide was inserted into the vessel dilator by the hub. A strong resistance was felt and a blue plastic burr came off from the distal tip. Once the burr was out of the vessel, the insertion/withdrawal test was performed again and this time the result was a success. The vessel dilator was flushed again. A syringe was attached (filled with water) to the hub of both parts to be flushed. And at this time the water flowed through the part and came out at the distal tip as expected, neither resistance to the water flow nor loose material were observed during the flushing procedure. A dimensional test was performed and it was found within specifications. The inner body of the vessel dilator was inspected with a vision system in order to magnify the inside walls, scratches and peeling of the material from the inner vessel dilator walls could be observed. Nonetheless, it is assumed that the damage could be caused due to the application of excessive force during the insertion of the transseptal needle through the dilator since a revision of the go-no go gauge reveal that no sharp edges were observed, and no other devices are introduced during the manufacturing process. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The complaint reported by the customer was confirmed. Per cross-sectional inspection performed on the inner body of the vessel dilator, scratches and peeling of the material from the inner vessel dilator walls were observed. However, it is assumed that the damage was caused by the mentioned needle due to the application of excessive force during the insertion when the needle was forcibly pushed through the dilator. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation summary was already provided under mwr(B)(4) ; however, further investigation was performed to this device and it was revealed that the inner diameter of the reduced distal tip area was confirmed misplaced from the transition radial proper position. The inner diameter misplaced issue is related to the manufacturing process of the device. An internal corrective action has been opened to investigate this issue. Manufacturer's reference number: pc-000425275.

Manufacturer narrative:
During an internal review on (B)(6) 2019, it was noted that ¿d3. Manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿d3. Manufacturer address street line 1¿ has been re-populated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 4/13/2019. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Still pending is the manufactured date. Therefore, a supplemental report will be submitted to update manufactured date. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve and foreign material was noted. While advancing the medtronic brl 1.02mm needle through the preface® guiding sheath with multipurpose curve, a 2 inch plastic shaving appeared. The preface® guiding sheath with multipurpose curve was replaced and the issue resolved. The same needle was used on the second sheath and it worked without issue. There was no patient consequence reported. Additional information was provided on april 4, 2019. The hemostatic valve/brim cap did not fail or break. The foreign material (2 inch plastic shaving) noted was assessed as a reportable issue. The biosense webster, inc. Product analysis lab received the device for evaluation and no visual damage or anomalies were observed to the device. A blue strip of material was returned as well. The device was received in the condition reported as the foreign material was also returned. Therefore, this foreign material issue remains assessed as a reportable issue.